Event description:
It was reported that the customer had a filled black circle on the screen on the insulin pump and the backlight would not turn on. The customer stated that she only saw a black dot and the time on the screen on the insulin pump. The customer's last alarm in the alarm history of the insulin pump was a failed battery test alarm. The customer's blood glucose was 360 mg/dl. Troubleshooting was done. Advised if the alarm was not cleared, the failed battery test alarm would recur with each new battery inserted. Troubleshooting was not completed because the customer did not have a new battery. Advised to call back in order to troubleshoot and revert to a back-up plan per healthcare provider until she had a new battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.